Manufacturer narrative:
Insulin pump received missing segments/partial display due to cracked and bleeding lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that the black mark on the corner of liquid crystal display screen. Customer stated that the insulin pump was neither dropped nor bumped. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.